Event description:
Additional information was received that this ICD continued to measure high out of range right ventricular (rv) lead shock impedances through the remote patient monitoring system. The physician does not suspect lead failure of any type, therefore revision is not planned. It was further noted that shock impedances have been stable near the observed high values. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) is part of an implanted system that exhibited a high out of range shock impedance measurement. All products will remain in service. No adverse patient effects were reported.